Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial, and follow-up info reported by a physician, received on 02-mar, 06-mar, and 02-apr-09 respectively were processed together. This case involves a female pt (age nos) who received poly-l-lactic acid therapy (sculptra) on (B)(6) 2008. Relevant medical history and concomitant medication info were not mentioned. One month ago, the pt reports that despite being punctilious about the massaging technique, she noticed visible lumps under the skin. She states that the lumps have gotten steadily worse. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no results detectable. Reporter's causality assessment: not provided. On (B)(6) 2009, the physician stated that there was no info in the pt's records regarding the reported events. Addendum for follow-up info received on (B)(6) 2009: the pt reported that she took poly-l-lactic acid for her "sagging jaw line" and stated that the lumps are quite visible now". She is (B)(6).